Event description:
The reporter stated that the top of the drill guide snapped off during a surgical procedure when the surgeon was trying to remove it from the plate. The broken piece could not be found so radiography had to be done to check that it was not still inside the pt. The procedure was extended by about twenty minutes. There was no adverse outcome for the pt. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.